Manufacturer narrative:
Product event summary- the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis information -- 2014-(B)(6) 15:08:54 cst pli# 10 product ID# (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis information -- 2014-(B)(6) 11:44:14 cst pli# 20 product ID# (B)(4) a distal portion was received measuring 43 cm. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, analysis was performed and no anomalies were found, visual summary analysis of the lead indicated apparent explant damage, concomitant medical products: product ID: 694758, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014. (B)(6). (B)(4).

Event description:
It was reported that there was earlier than expected battery depletion. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead showed increasing/high thresholds, and high impedance. It was also reported there may be a lead fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4196-78, lead, (B)(6) 2010; 4076-45, lead, (B)(6) 2010. (B)(4).